Manufacturer narrative:
Device was not returned for evaluation. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a scoliosis fusion t4-l1 on a patient and while doing final tightening of the set screws, both torque drives needed to be replaced at the distal end tip stripped slightly. Nothing fell into the patient and the patient was not affecting by this break. As such, no patient information was obtained. It was reported that several complaints have been occurring at the shriners, I am also sending back the torque limiting handle for inspection. This complaint therefore involves 3 instruments and replacement is requested for all three instruments. There was no delay in surgery as the expedium system contain 2 torque drive shafts. The surgeon was able to complete the surgery and the patient is stable. I have nothing further to add regarding this complaint.